Manufacturer narrative:
(B)(4). Batch # m5479p. Additional information received: I talked with the scrub tech in the room and she said that the second fire was on the appendix and that it made a loud crunching sound. There were no staples at all that she could see. She said the first fire was fine like always. She was not sure how many loads were returned. The analysis results found that the ats45 device was received with the firing mechanism damaged and with two cartridge reloads present. Cartridge (a) 6r45b, m53755 was received loaded on the device partially fired 1/10 and with the lockout spring normal. Cartridge (b) tr45w, l54t71 was received fully fired and in good visual conditions. No further functional test could be performed due to the condition of the device; however, the device closed and opened properly during testing. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: it is not known if the device was fired over a clip or hard object on the second firing. The case was converted from laparoscopic to open, and the sales rep thinks a laparotomy device or manual method was used to complete the procedure, but could not verify how the procedure was completed. It was not known how much blood loss the patient experienced or if a transfusion was needed. The patient is reported to be doing well. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What structure was the device being fired over? Was the device difficult to close or fire? Were any staples visible on the second firing? If so, what was their form? How many reloads will be returned with the device?

Event description:
It was reported that during a laparoscopic appendectomy converted to open procedure, on the second firing with a white reload, when the device was fired there was a crunching noise. When the device was opened, the tissue was cut but no staples were present. The procedure had to be converted to open. It was not known how much blood loss the patient experienced or if a transfusion was needed. The patient now is doing well.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: it is not known if the device was fired over a clip or hard object on the second firing. The case was converted from laparoscopic to open, and the sales rep thinks a laparotomy device or manual method was used to complete the procedure, but could not verify how the procedure was completed. It was not known how much blood loss the patient experienced or if a transfusion was needed. The patient is reported to be doing well. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What structure was the device being fired over? Was the device difficult to close or fire? Were any staples visible on the second firing? If so, what was their form? How many reloads will be returned with the device?

Event description:
It was reported that during a laparoscopic appendectomy converted to open procedure, on the second firing with a white reload, when the device was fired there was a crunching noise. When the device was opened, the tissue was cut but no staples were present. The procedure had to be converted to open. It was not known how much blood loss the patient experienced or if a transfusion was needed. The patient now is doing well.